Event description:
It was reported that pocket revision was performed due to patient discomfort. Erosion at pocket site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information received notes device was explanted.